Manufacturer narrative:
H3 product analysis: ¿ as found condition: the braid was returned inside the inner pouch, biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal end of the braid was not open and frayed. The proximal end of the braid was found open and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer's report of failure to open at the distal end was confirmed, as the distal end of the braid was not open and frayed. The cause of failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. However, the customer reported that vessel tortuosity was normal, which rules it out as a potential cause. However, the customer did not report whether the braid was deployed in the bend or in the straight vessel. Therefore, the deployment of the braid in the vessel bend could not be ruled out as a potential cause. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. The patient was undergoing a procedure for coil + stent embolization of an internal carotid artery (ica) ruptured fusiform aneurysm. The aneurysm noted to be "very small". The distal landing zone was 4.3mm; the proximal landing zone was 4.6mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). After most distal intervention, the physician wanted to place a pipeline more proximal. The pipeline was delivered in the left m1 straight segment to initiate deployment. The sleeves were opening. When the microcatheter was retracted to deploy the pipeline, it was noted that the distal end appeared irregular and the pipeline failed to open. After trying again to deploy the pipeline without success, the pipeline was removed and replaced with a pipeline 4.75 x 25 device instead which was used without issue to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Ancillary devices: phenom 27 microcatheter, envoy 6f sheath, sofia 5f guide catheter, excelsior guidewire

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting a possible cause is that something might have happened in the hub. Healthcare provider (hcp) resheathed once, but as there were unregular ends, this was unsuccessful and it was decided to remove the device.